Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clips were coming out the side of the applier jaws. The device was locking and the jaws were broken. There was no consequence to the pt.